Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted general cholecystectomy surgical procedure, a force bipolar instrument broke and resulted in fragments falling into the patient. The intuitive surgical inc. (Isi) rep. Was not present during the event and reported that all fragments were retrieved during the same surgical procedure. It was unknown if any post-operative tests were performed to check for remaining fragments. The customer stated one of the tines broke while attempting to clean the instrument with a grasper. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon stated verbally to be that they used the prograsp to clean the force bipolar when it broke. The staff and surgeon said he was actively cleaning the force bipolar with the prograsp. The staff said the fragments did not fall inside the patient and it was unknown if the fragments were retrieved. The procedure was robotically completed.